Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under responsive with no physical damages to the button observed. There was no delivery issue noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016: device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with any of the buttons. The audio bolus button cover was intact and the button responded properly.